Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up, the pulse generator exhibited multiple episodes of noise reversion. The patient would be monitored.